Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not detected on bus. A field service engineer (fse) conducted an initial inspection and found auxiliary drawer 3 failed, with a ¿device not detected on bus¿ error. Inspected the rear of the drawer and observed that no leds were lit on either control board. Replaced both control boards. Issue resolved and drawer functionality restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer not detected on bus. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.